Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions the pump did not recommend the accurate bolus amount based on the blood glucose (bg) values entered. Blood glucose level was 202 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.